Manufacturer narrative:
Evaluation revealed that keypad button presses did not activate desired pump functions. Evaluation also revealed that the keypad was torn. A torn keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Unrelated to the event, the display was found to have a red tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
It was reported that the buttons are sticking when pressed. The reporter indicated that the keypad is intact, and the buttons require multiple presses to respond.